Event description:
It was reported that during the implant procedure, resistance was noted when the guidewire was inserted and removed from the left ventricular lead. The lead was not used and a new lead was successfully implanted. The patient was in good condition during and following the procedure.

Manufacturer narrative:
UDI (di): (B)(4).